Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and replaced scroll compressor because it did not reach the calibrated regulated pressure during the compressor output test. The stm also replaced the nylon p-clamp, and performed a full calibration and functional test in accordance with the system¿s respective service manual, section 4 ¿calibration procedure¿. The iabp was then returned to customer and cleared for clinical use. In addition, the scroll compressor was returned to our national repair center (nrc) for further evaluation, and inspection of the scroll compressor was completed with no visual damage observed. The nrc then installed the compressor scroll into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc verified the failure of not being able to reach the calibrated regulated pressure during the compressor output test. The compressor failed testing, and is being retained in the nrc per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive regulator calibration. No adverse event was reported.

Manufacturer narrative:
The initial reporter named in block is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) failed the drive regulator calibration. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive regulator calibration. No adverse event was reported.